Manufacturer narrative:
We are reporting according to exemption number (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the USA, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer (B)(6) 2011: it was reported by the customer that when lowering a lady pt into the bath the seat shell came away from the seat frame and the seat and lady slipped down into the bath. The lady bumped her head but with no serious injury. The text that follows was taken from the idf: the lady was taken to the bathroom and hoisted from her chair to the bath seat, the bath seat was operated using the hand set and lifted the lady and swung her around into the tub above the water, the seat then started to lower and as the chair reached the water the commode seat shell and resident floated off the chair frame. The lady bumped her head on the back rest as she floated. The carer supported the resident and called for assistance, once assistance arrived the resident and seat shell was placed back over the seat frame and raised so she was out of the water, the resident was showered and then removed from the bath using the bath chair. (B)(4).